Manufacturer narrative:
Additional device information was obtained via follow-up and provided. Corrected data: (h6) health effect - clinical code.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and date of explant are estimated to be (B)(6) 2020. Further device information is unknown at this time. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported one of the patient's adapters was explanted due to an infection at their lead/adapter site.